Manufacturer narrative:
Corrected data d1 and d4 updated/corrected. Investigation summary ppae/hematuria: the cause of the injury was not determined due to insufficient clinical details. Hemolysis: the cause of the issue was not established as no product or logs were returned and limited information was provided

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via right axillary artery in a 76 year old female for post-cardiotomy cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. Upon starting the 5.5 during the procedure, the automated impella controller (aic) was alarming suction. There was no audible alarm and efforts to restore sound were unsuccessful. The aic was replaced, in which the alarms worked properly on the new console, and suction resolved with repositioning the device. It was also reported that the patient had hematuria at this time, with urinary output greater than 30 cc/hr and concentrated/amber in color. The alarm issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the repositioning and aic exchange; however, the reposition and exchange was performed with no consequence to the patient and support. This event is conservatively reported as for hemolysis, but there was no lasting harm or injury reported.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.